Event description:
It was reported that the physician noted a decrease in battery longevity for the subcutaneous implantable cardioverter defibrillator (s-ICD) via the remote home monitoring system. Review of the device's data was requested. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported.